Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged temperature alarms: it was reported that the pump was not exposed to extreme temperatures and a temperature alarm occurred. The issue was resolved by ultimately clearing the alarm or reverting to an alternate method of insulin therapy. There was no adverse effect.